Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the stent was damaged along its entire length. The distal half of the stent was severely stretched over the distal tip. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed proximal balloon wall indicating good crimp contact between the coated stent and balloon. The stent crimp force and the crimp temperature for the device all are within the specified range. A visual and tactile examination found no issues with the profile of the hypotube. A visual and tactile examination found several kinks along the inner and outer. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 4.00 x 38 synergy¿ drug eluting stent was selected for use to treat the lesion. Ater unpacking, the physician pulled the stent out from the plastic tubing and noted that the stent had been detached from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patent's status was stable. This product is only ous approved but is similar to an approved u.s. Device.

Event description:
It was reported that stent dislodgment occurred. A 4.00 x 38 synergy¿ drug eluting stent was selected for use to treat the lesion. Ater unpacking, the physician pulled the stent out from the plastic tubing and noted that the stent had been detached from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patent's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).